Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (449 mcg/ml at minimum rate), hydromorphone (2.6 mg/ml at minimum rate), and baclofen (449 mcg/ml at minimum rate) via an implanted pump. It was noted that they were using "cns hydro" in the pump. The indication for pump use was degenerative disc disease and spinal pain. A motor stall was seen on initial interrogation. The patient had not recently had an MRI. The event logs indicated multiple motor stalls and recoveries going back to (B)(6) 2016. The stalls were long (one example given was 24 hours). They silenced the alarm on the active stalls but then the pump would alarm again. Using the pump off passcode was discussed and the reporter was going to call back if the doctor wanted to pursue that. The pump was programmed to minimum rate and the patient was receiving oral meds. They were waiting to decide on a replacement or not. The patient had symptoms of withdrawal; the patient was sick and vomiting. Additional information was received on 07-jun-2016 from an hcp and it was reported that patient did not plan on replacing the pump and wanted the pump programmed to off state. The pump off passcode was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clinical site indicated the patient presented to the clinic on (B)(6) 2016 with report of the pump alarming. The pump was interrogated and a motor stall was observed. The patient was vomiting in the clinic and was given phenergan (intramuscular); vomiting resolved. The patient returned to the clinic on (B)(6) 2016 with report of the pump alarming again. Interrogation showed another motor stall occurred. At that time, patient requested pump be "shut off." The pump was programmed to minimum rate mode. The patient returned to the clinic on (B)(6) 2016 for a routine office visit and reported continued nausea/vomiting. At that time, the patient was still unsure about replacing the pump. The patient present to the emergency room (ER) on (B)(6) 2016 with nausea/vomiting. The patient was given intravenous fluids and zofran. The patient returned to the clinic with another pump alarm on (B)(6) 2016; interrogation indicated another motor stall occurred. It was at this time the patient indicated they did not want the pump replaced and to shut it off. On (B)(6) 2016, authorization was sent to receive the pump off password. The patient received fentanyl (449 mcg/ml, 293.47mcg/day), hydromorphone/cns-hydro (2.6 mg/ml, 1.6994mg/day), and baclofen (449 mcg/ml, 293.47mcg/day) in an implanted pump prior to therapy cessation. The event resolved without sequela on (B)(6) 2016.

Event description:
Additional information was received. The device was interrogated on (B)(6)2016, revealing a motor stall on (B)(6) 2016 at 13:29. The stall recovered without incident. On (B)(6) 2016 at 22:04. The patient was unaware of the motor stall and did not report any symptoms on that date. The device diagnosis was pump motor stall. There were no actions taken on that date. The event was related to the device/therapy. The event was not related to the implant procedure. The event resolved without sequelae on (B)(6) 2016-.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.